Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the pump alarmed for a loss of prime during a 24-hour exercise test. The force sensor calibration was found to be out of specification. The force sensor flex cable was observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration issue and force sensor flex cable damage. This report is made based on results of the investigation performed on 10/01/2014.